Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that the patient had a possible infection. The patient had to undergo a revision surgery due to the infection.